Event description:
Literature: bonouvrie, l. A., van schie, p. E. M., becher, j. G., van ouwerkerk, w., j. R., reeuwijk, a., vermeulen, r. J. Effects of intrathecal baclofen on daily care in children with secondary generalized dystonia: a pilot study. European journal of paediatric neurology 2011. 15: 539-543. Doi: 10.1016/j.ejpn.2011.05.003. Summary: the authors report on the effects of intrathecal baclofen (itb) therapy on patients with dystonia. Four patients, three male and one female, were evaluated both during an initial itb trial with optimal dosage and a subsequent double-blind randomized trial involving itb therapy and intrathecal placebo. Reported event: one (B)(6) male experienced csf leakage during itb treatment which resulted in an extended hospital admission. The patient was placed on bed rest and underwent catheter removal. It was noted that the catheter was placed at c6. Additional information has been requested. A follow-up report will be sent if additional information is received. See literature article attached in MFR report# 3007566237-2011-09352.